Event description:
It was reported the patient presented to the medical facility complaining of chest pain. Thresholds were noted to be ¿markedly incr eased.¿ an x-ray and CT scan were performed and perforation by the ventricular implantable pacing lead was suspected. It was also reported the r-wave amplitude declined but there was no change in impedance. The lead was explanted by "manual traction" and the v-port on the implantable pulse generator (ipg) device was plugged. The ipg was set to aai mode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID (B)(4), implantable pulse generator, implanted: (B)(6) 2013, (B)(4) implantable pacing lead, implanted: (B)(6) 2013. (B)(4).